Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 498 mg/dl at the time of the incident. The customer states the pump is alarming battery out limit, the pump remained without battery during 1 hour, customer cleaned the battery region and installed a new battery and the pump is not working anymore. No further details are given. The insulin pump will not be returned for analysis.